Event description:
During a right elbow orif, surgeon was inserting a screw and the top two threads at the head of the screw peeled. Surgeon removed the peeled thread and inserted the screw into the bone completing the procedure.

Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.